Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred before the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Pump reset information was provided, and technical support assisted the caller in resetting the pump, resolving the issue without recurrence. The customer was advised to continue using the pump and to report any future malfunctions.